Event description:
It was reported that none of the locking screws would lock into the plate and the surgeon followed IFU. The surgeon removed the plate and proceeded to use competitor product. Delay in surgery due to removal of the plate and obtaining competitor product sales rep.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the not lock could not be confirmed. Based on the investigation, the root cause was attributed to a user related issue. In the investigation it was found that the screw lock in every matching hole, except in one hole (yellow marked in the image documentation figure 3). In this one hole the thread of the plate is damaged. This plate is from investigation (B)(4). The screw itself has a damage on the third thread turn. The screw can be assembled in the plate despite of the damaged thread and it is locking. The thread damage was probably caused by screw insertion with wrong angulation which caused a thread damage. Op-tech axsos targeting system: in hard cortical bone, it is recommended to use the tap ø3.5mm (ref(B)(4)) before screw insertion. Repeat the same procedure for other chosen unthreaded shaft holes. It is advisable to tap hard (dense) cortical bone before inserting a locking screw. Use 4.0mm tap (ref (B)(4)). Always start inserting the screw manually to ensure proper alignment in the plate thread and the core hole. It is recommended to start inserting the screw using ¿the three finger technique¿ on the teardrop handle. Avoid any angulations or excessive force on the screwdriver, as this could cross-thread the screw. Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting attachment. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on)." [Original statement] the IFU v15013_j non-active implant was reviewed: "ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system.). Avoid surface damage of implants." [Original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that none of the locking screws would lock into the plate and the surgeon followed IFU. The surgeon removed the plate and proceeded to use competitor product. Delay in surgery due to removal of the plate and obtaining competitor product sales rep.